Event description:
The customer reported obtaining erroneous red blood cell (rbc), platelet (plt), and mean corpuscular hemoglobin concentration (mchc) results for multiple patients from the coulter® lh 750 hematology analyzer. The customer repeated the samples on the same analyzer and on an alternate analyzer, and obtained discrepant results when compared to the original results. The customer considered the repeat results as correct and reported the results out of the laboratory. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Printouts of patient results have been requested but were not provided.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument and confirmed that the red blood cell (rbc) diluent dispenser was faulty. The fse proceeded to replace the rbc diluent dispenser to resolve the issue and verified the repair as per established procedures. Results: rbc diluent dispenser. (B)(4).